Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported getting egv 55 mg/dl and when he took a fingerstick, it was showing a bg of 12 mg/dl. He was dizzy and had slurred his words. He drank strawberry milk however the egv did not increase. He then called 911 and the fire dept came. When they arrived, they took a fingerstick which said he had a bg of about 55 mg/dl. He was unable to provide the egv that time. Given the low bg reading, the fire dept drove the patient to the emergency room (ER). Upon arriving at the ER at about 1:00 pm, the doctor took a fingerstick which showed a bg of 7 mg/dl. He could not provide the egv at that time of the fingerstick reading at the hospital. The patient drank orange juice and ate a peanut butter sandwich. No other medication/treatment was given to the patient. The patient stayed at the hospital until (B)(6) 2026 at 5:00 am. Before the patient was discharged, the last bg reading was 125. The patient had removed his sensor. At the time of the call, the patient said that he is fine. He has a current sensor on which gave him a cgm of 161 mg/dl. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
H6: health effect clinical code - speech disorder.

Event description:
Subsequent to the initial MDR, additional information became available.